Event description:
It was reported that the pump was showing a ¿no insulin delivery error, resulting in no insulin been delivered¿. Resulting in the customer being hospitalized. A system check was performed by tandem customer technical support (cts) and the pump is functioning as intended. Multiple follow attempts were made by cts to acquire additional information, however, no response was received.